Event description:
The customer contact reported the device did not deliver. At an unspecified time, the device was programmed to deliver an unspecified concentration of magnesium sulfate, at a rate of 125ml/hr, with a vtbi (volume to be infused) of 500ml, for a duration of 5 hours, and the delivery was started. After three seconds, the nurse reported the device beeped. At that time, the nurse noted the device displayed ¿clear settings¿, with no alarm. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects or delay of therapy critical to this pt. No medical interventions were reported. Though requested, no add¿l info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 19.57ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- 1ml (+/-5%). Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the service center. The dates and programming present in the history did not correlate with the customer¿s reported settings; therefore, the history cannot be utilized to evaluate the reported event. This report represents all the info known by the reporter upon query by hospira personnel.